Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings of 100 mg/dl or less in the evening and over 220 mg/dl the next morning.

Manufacturer narrative:
In the user's original email, the user stated that she had no additional strips to test with, however she received from dario control solution to test with. Due to the above, a replacement of dario's strips was sent to the user so that she could test with the new cartridge of strips and control solution to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, the user emailed dario to report that she had received and tested with the new cartridge of strips and that she is now receiving bg readings that are almost the same as the readings that she received from her other meter. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.